Event description:
The facility alleges staples are getting stuck in the stapler and in patient tissue, staples had to be pried out of stapler. This event occurred, during patient use. It is unk whether or not there was any patient injury. No additional information was available.

Manufacturer narrative:
The device has been requested for evaluation, but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.